Event description:
The user facility reported that the indicator dot on their round filters with indicator are not "uniformly dark brown" after processing. Procedure cancellations were reported as the devices were not utilized and were reprocessed.

Manufacturer narrative:
The customer returned samples from the subject lot back for evaluation. During evaluation and testing of the returned round filters with indicator, the reported event was unable to be duplicated. No issues were noted, and the indicator dot turned dark brown as stated on the round filter. The instruction for use for the aesculap steril container system instructions for use states (pg.25), "after sterilization, the external indicator should change from the original indicator color to indicate exposure to sterilant. The post sterilization indicator color may vary and not be evenly shaded. Extreme storage conditions such as exposure to direct sunlight and/or storage on top of or near heat source should be avoided. Do not use if the indicator dot color has changed before being processed. Indicators may turn white post-sterilization if not stored out of direct lighting." Retain testing was conducted on the lot subject of the reported event and no issues were noted. The reported event was unable to be duplicated. A complaint review was completed and confirmed this to be an isolated event. No additional issues have been reported.